Event description:
The customer's mother called to report high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer's father later called to report that the customer was hospitalized for high blood glucose levels, with a reading of 600 mg/dl. The customer stated that the customer had a bent cannula that day. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.